Manufacturer narrative:
Correction made to section h1.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused the patient to have kidney failure and shortness of breath. The patient was reportedly hospitalized in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.